Event description:
It was reported that the gastrointestinal videoscope produced an intermittent image. The issue occurred during a diagnostic esophagogastroduodenoscopy and was completed using a similar device. There were no reports of delays or patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.